Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR, device manufacture date and adverse event problem. Nine (9) devices were received for evaluation. A visual inspection was performed, and it was observed that the bottom primary packaging seal was opened for all samples. Functional testing was not performed for this complaint. It was also observed that there was what appeared to be an inadequate or lack of sealing on the inside lower seal of the pouch of all samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of nine (9) syringe inlets were "not closed properly". This was identified prior to patient use. There was no patient involvement. No additional information is available.